Event description:
It was reported that the patient presented at clinic due to recent episodes of non-sustained right ventricular outflow (nsrvo). It was found that the patient's implantable cardioverter defibrillator (ICD) was post-paced t-wave oversensing. No intervention was performed. The patient's condition was unknown.

Event description:
New information received indicated that the patient's implantable cardioverter defibrillator (ICD) exhibited myopotential oversensing and post-sensed t-wave oversensing, rather than post-paced t-wave over-sensing.